Event description:
Customer's mother reported via phone, she was having issues with the insulin pump alarming failed battery test. Customer's blood glucose was 117 mg/dl. Customer mother delivered 20 units of insulin and her blood glucose was 585 mg/dl. Troubleshooting was performed for multiple issues but it was found that the insulin pump continued to alarm failed battery after the battery compartment components were cleaned. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned for further analysis. Troubleshooting was performed for blank display, battery damage, no delivery, cosmetic damage. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.